Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical insulin pump error alarm on their insulin pump. The patient's blood glucose level was 3.8 mmol/l at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was cleared. The customer did not return the product back for analysis.

Manufacturer narrative:
The pump was received with a critical error and pump error 35 was found in the formatted history file due to corrosion unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The had a missing display window cover, minor scratches on the lcd window, case and keypad overlay.